Event description:
It was reported that the charger's green light blinked and the pump did not charge despite correct orientation, removal of the case, and testing a different outlet, and a replacement charging pad was shipped. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Customer care provided remote troubleshooting and verification of use conditions. Investigation of this case revealed a suspected charger malfunction consistent with a charging component issue. It was concluded, based on previously established findings for similar reports, that the cause was a probable device component failure of the charging pad.